Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse reviewed the fault logs and observed that the failure occurred four times on the event date. The fse tested the iabp and could not duplicate reported failure. However, as a precaution, the fse replaced the motor control board and tested the unit. The iabp passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) displayed ¿electrical test fail code #50" upon power-up. There was no patient involvement; thus, no adverse event was reported.